Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -14.0/3.0/95 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced low vaulting with rotation. On (B)(6) 2022 the lens was exchanged with a longer length lens and the problem was resolved.

Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6 - "medical device problem code - 1494: off-label use (over 45yrs of age at date of implant)" should be removed from the initial MDR for correction.